Manufacturer narrative:
The device history recorded as follows: pump a: code 16-1 five times, pump b: no alarms recorded, pump c: code 16-1 two times. This code indicates pump software detected a problem with the on/off switch. The reported complaint could not be duplicated. Testing did not find any defects/problems with the on/off switch as noted in the history. No code 16-1 alarms occurred throughout testing. The frequency of death or serius injury reports for code 102 (overdelivery) for plum products is 0.49/million sets.

Event description:
Overdelivery reported. The pump was infusing an unspecified primary solution at 100ml/hr. The physician ordered a fluid bolus of 500ml over one hour, solution not recalled. The nurse set the bolus up as a secondary infusion. When the nurse checked the pump later, she noted that the secondary bolus had completed as expected and the pump had resumed delivery of the primary fluid, but maintained the secondary rate of 500 ml/hr instead of reverting back to the previously selected primary rate of 100ml/hr. She noted this as "just a little past the one hour bolus time period" and states the pt did not receive much of the primary infusion at 500 ml/hr. The pt did not experience any adverse effects. The amount overdelivered and the pump channel being used was not recalled. No device alarms or power failures occurred. No further info was available.